Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The chair rolls all around when it is not being ridden.

Manufacturer narrative:
(B)(4) was issued. The items in question were returned for an evaluation. According to the returns expanded evaluation report form, functional observations showed that the right motor/gearbox functioned normally, and the output shaft had a static torque of 840 inch/pound in the forward direction and 852 inch/pound in reverse. Furthermore, the left motor/gearbox functioned normally, and the output shaft had a static torque of 900 inch/pound in the forward direction and 900 inch/pound in reverse. Minimum brake torque is 680 inch/pound at the drive wheel. Therefore, the conclusion of that report states that the complaint was not confirmed for the brakes not holding. (B)(4).

Event description:
The chair rolls all around when it is not being ridden. The right and left electrical brakes are not holding.